Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid (not obstructed) noted on the distal conductor.

Event description:
It was reported that during an upgrade procedure to implant a biventricular implantable cardiodefibrillator, the atrial lead was inadvertently cut during the extraction of the non-defibrillation right ventricular lead. The atrial lead was replaced. It was also noted that an implantation of a left ventricular lead was attempted, but not successful due to an acute turn in vein. The left ventricular lead was removed and replaced. No patient complications were reported as a result of this event.